Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The opened foil had kinks and two holes . It appears that the event was due to opening and / or handling of the foil. The outer package show no defects.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. Prior to use, it was noted that the inner package was damaged compromising the sterility of the product. There was no adverse consequence to the patient.